Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error codes e102 (thermistor_high), e063 (stuck_knob_key), e066 (stuck_encoder_b). The device was scrapped.